Event description:
It was reported that during a da vinci-assisted endometriosis resection and lysis of adhesions isolated hysterectomy benign surgical procedure, the force bipolar instrument was observed to have had a small fragment into the patient. The customer was able to retrieve the fragment from the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the surgical task that was being performed at the time of the event was dissection. The surgeon did not notice any issues with the functionality of the force bipolar during surgical procedure. The force bipolar did not collide with any instruments or other hard material. The force bipolar was not removed during the surgical procedure. There was no resistance felt by the surgical staff when removing the force bipolar through the cannula. There was no damage noted to the cannula, or any additional damage noted to the force bipolar. The fragments were retrieved by using another da vinci instrument. There was no post-operative test done. The patient had has not returned to the hospital due to experiencing any post-surgical complication.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition test and the engagement tests. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system. No product issue was identified. .